Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer stated that he wanted to perform a normal bolus. Assisted customer with turning off the dual square bolus feature on the insulin pump. The customer explained that, upon removing the infusion set that he had worn for four days, he saw that the cannula was bent. Advised that the customer not wear an infusion set for more than three days. The customer confirmed that the issue did not result in a serious injury or hospitalization. Advised that the customer monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.